Event description:
It was reported while conducting an in-service performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) red arterial pressure port seems to be lose or slightly pushed in which caused the arterial connection to wiggle lose. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
The fse that encountered the issue replaced the front end board (0670-00-1164). The fse performed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.